Event description:
Reportedly, the seals broke and patient began to hemorrhage. The surgeon sutured the seals to control the bleeding and the patient was not transfused. An additional 15 minutes was added to the procedure.